Event description:
Philips identified a software defect in iscv (intelli space cardiovascular) system wherein the determining converter service job restart need - why / how to prevent. The device was in clinical use at the time of event. Based on the new information that philips became aware, this has been determined to be a reportable malfunction. Under specific circumstances, it could potentially lead to delayed diagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, it is determined that this constitutes a reportable malfunction